Manufacturer narrative:
Occupation, manager. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an arteriogram via common femoral arterial access, a flexor ansel guiding sheath unraveled and separated upon removal of the device. The tip of the sheath separated and remained in the patient. The patient was scheduled for surgery on (B)(6) 2020 to have the separated portion of the device removed. Additional information has been requested, but is unavailable at this time.

Manufacturer narrative:
Additional information: c. Description of event: as reported, during an arteriogram via common femoral arterial access, a flexor ansel guiding sheath unraveled and separated upon removal of the device. The tip of the sheath separated and remained in the patient. The patient was scheduled for surgery on (B)(6) 2020 to have the separated portion of the device removed. Investigation ¿ evaluation. A document based investigation was performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, and quality control inspections. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: "if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.". "Reinsertion of the dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.". Precautions: "this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed." "In order to ensure device compatibility, choose sheath size large enough to accommodate the maximum outer diameter of any device that will be placed through the sheath." "All interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage." "When inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position." "When puncturing, suturing or incising the tissue near the sheath, use caution to avoid damaging the sheath." Instructions for use: "if resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the provided evidence and the completed investigation, cook has determined that a definitive conclusion could not be determined. Possible reasons for the failure include the patient's anatomy, the nature of the procedure, and/or user handling. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.